Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the mini drawer was failed and unable to close. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 and 4.2 was failed to detect on the communication bus. The field service engineer reseated all the connections to resolve the issue. The fse also tested the drawer and cubies in the hardware test application to restore the drawer's functionality. The system functioned as intended after the field service engineer repaired the device.